Event description:
The package is labeled as a cook 10f x30cm sheath. The scrubber noticed that the actual sheath is labeled as a 14f sheath. This did not touch the patient. The scrubber noticed it as he was setting up the table. No harm to patient.